Manufacturer narrative:
Continuation of d10: product ID 305901 lot# unknown implanted: (B)(6) 2021 product type screening device product ID 305901 lot# unknown implanted: (B)(6) 2021 product type screening device h6: please disregard imf code f11 that was sent in prior report as it does not apply to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 305901, product type screening device, product ID 305901, product type screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, product ID: 305901, serial/lot #: unknown, date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation patient who was implanted with an implantable neurostimulator (ins) for urgency fre quency. It was reported by the basic evaluation patient that the nurse at the clinic had told their spouse to change the bandages and when they did this, the wires pulled out. The patient stated reported that they were totally disconnected from the therapy and that their symptoms with their bladder have gone back to their prior symptoms. The patient stated they have spoken with their manufacturer representative (rep) and their health care professional (hcp)  in regards to this. The patient stated that they planned on going forwards with the implant device and noted that they would be going in to see their hcp on monday ((B)(6) 2021).